Event description:
It was reported that the device was found to be leaking, requiring intervention. This ekosonic endovascular device, 135x12cm was selected for use in a bilateral pulmonary embolism procedure. After the catheters were placed, approximately one hour into treatment, the luers were noted to be leaking. The patient was brought to the catheterization laboratory to replace the catheters. There were no patient complications. It was further reported that when the leaking was observed, an attempt was made to tighten the luers; however, it was then observed that there were holes at the luers. One catheter leaked from the drug and coolant luer, and one leaked from the drug luer.

Event description:
It was reported that the device was found to be leaking, requiring intervention. This ekosonic endovascular device, 135x12cm was selected for use in a bilateral pulmonary embolism procedure. After the catheters were placed, approximately one hour into treatment, the luers were noted to be leaking. The patient was brought to the catheterization laboratory to replace the catheters. There were no patient complications. It was further reported that when the leaking was observed, an attempt was made to tighten the luers; however, it was then observed that there were holes at the luers. One catheter leaked from the drug and coolant luer, and one leaked from the drug luer.

Event description:
It was reported that the device was found to be leaking, requiring intervention. This ekosonic endovascular device, 135x12cm was selected for use in a bilateral pulmonary embolism procedure. After the catheters were placed, approximately one hour into treatment, the luers were noted to be leaking. The patient was brought to the catheterization laboratory to replace the catheters. There were no patient complications.